Event description:
It was reported that the customer stated about 2 hours after replacement of tube, minute ventilation decreased. The patient was re intubated. It was reported the tube was "checked" prior to use.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.